Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery gauge was observed to be jumping. The customer reported the battery jumped from 35% to 100% without being connected to a power source. The customer's blood glucose level was 215 mg/dl. Reportedly the customer would continue to use the pump for insulin therapy.